Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired eighteen days later, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products.